Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced significant scrotal pain, particularly in the area where he presses the pump. The patient stated that he can feel the tubing at the bottom of the scrotum and the pump toward the top, and described a sensation of having "too much material" in the scrotum. Although he is able to operate the pump, doing so is very painful, and he continues to use 4 - 5 pads per day. A revision surgery has been scheduled. No additional patient complications were reported.